Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("diffuse pain") and autoimmune thyroiditis ("autoimmune thyroiditis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rubber sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), the first episode of pain in extremity ("pain in lower limbs"), sinus disorder ("hypoplasia of the left maxillary sinus"), face oedema ("face edema"), bone pain ("diffuse bone pain"), diarrhoea ("diarrhea"), paraesthesia ("tingling in the left arm"), the second episode of pain in extremity ("pain in the left arm"), gait disturbance ("difficulty in walking") and allergy to metals ("allergy with nickel"). The patient was treated with surgery (hysterectomy with salpingectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune thyroiditis, sinus disorder, face oedema, bone pain, diarrhoea, paraesthesia, the last episode of pain in extremity, gait disturbance and allergy to metals was resolving. The reporter provided no causality assessment for allergy to metals, autoimmune thyroiditis, bone pain, diarrhoea, face oedema, gait disturbance, paraesthesia, pelvic pain, sinus disorder, the first episode of pain in extremity and the second episode of pain in extremity with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 06-apr-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10.583 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), autoimmune thyroiditis ("hashimoto thyroiditis"), diabetes mellitus ("increase in her diabetes/ worsening diabetes"), angioedema ("histamine-mediated angioedema"), urinary tract infection ("4 urinary tract infections"), menorrhagia ("very abundant menstrual periods for 8 days every 3 to 6 weeks"), ovarian cyst ruptured ("spontaneous rupture of ovarian cyst"), dysmenorrhoea ("dysmenorrhea") and genital haemorrhage ("genital bleeding lasting 2 to 3 days after essure placement") in a 47-year-old female patient who had essure (batch no: 829060) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2, lumbar disc herniation in 2006, dermatitis due to metals, asthma, r sciatica, drug intolerance, quincke's oedema in 2008, diverticulitis in 2008, diverticulosis in 2008, hypertension arterial, nasal septum deviation, sigmoidectomy, latex allergy, non-tobacco user, gestational hypertension, type 2 diabetes mellitus, gravida in 1989, gravida in 2000 and iud expelled. Previously administered products included for an unreported indication: ciflox, progestin implant (implanon® (etonogestrel) for five years, well tolerated with no menses for 3 to 6 months. The third one implanted in 2010 was removed on (B)(6) 2012 due to constant spotting., cerazette, minidril ( ethinylestradiol, levonorgestrel) for 20 years and implanon. Past adverse reactions to the above products included drug intolerance with implanon; face oedema with ciflox; and vaginal haemorrhage with progestin implant (implanon® (etonogestrel) for five years and well tolerated with no menses for 3 to 6 months. The third one implanted in 2010 was removed on (B)(6) 2012 due to constant spotting.. Concurrent conditions included allergic reaction to antibiotics, hypertension, type 1 diabetes mellitus since 2011, overweight, rhinitis, urticaria, eczema, conjunctivitis and colitis since 2016. Family history included brain tumor and testicular cancer. Concomitant products included cortisone for fibromyalgia, metformin for type 1 diabetes mellitus as well as codeine phosphate;paracetamol (dafalgan codein), fluticasone propionate;salmeterol xinafoate (seretide), hydrochlorothiazide (esidrex), hydrocortisone since on (B)(6) 2015 and other antihistamines for systemic use. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced the first episode of contusion ("contusion of left knee"). On (B)(6) 2013, the patient experienced headache ("feeling of headache but no migraine / pain in left occipital region"), pain in jaw ("jaw pain") and sleep disorder ("sleep disturbance") and was found to have weight decreased ("weight loss of 10 kg"). On (B)(6) 2013, the patient experienced the first episode of fibromyalgia ("fibromyalgia") with spinal pain, bone pain, arthralgia and fatigue and arthralgia ("abarticular rheumatism"), 1 year 1 month after insertion of essure. On (B)(6) 2014, the patient experienced the second episode of contusion ("few bruises on legs"). In 2014, the patient experienced peroneal nerve palsy ("right foot drop") and urinary incontinence ("bladder leakage"). On (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced hot flush ("hot flushes") and dizziness ("dizzy spells"). In 2015, the patient experienced mood altered ("mood disturbance"). On (B)(6) 2015, the patient experienced torticollis ("wry neck/ stiff neck"). On (B)(6) 2015, the patient experienced hypoaesthesia ("loss of sensitivity/ hypo-aesthesia of the thumb"), paraesthesia ("paraesthesia / tingling in the left arm") and pain ("lancinating pain"). On (B)(6) 2016, the patient experienced intervertebral disc protrusion ("disc herniation (cervical segment c4-c5 and at c6-c7 and l2-l3, at l4-l5 and at l5-s1)"), musculoskeletal stiffness ("kink in neck") and limb discomfort ("heaviness in legs"). In 2016, the patient experienced libido decreased ("reduction in libido"), menorrhagia (seriousness criteria medically significant and intervention required), rotator cuff syndrome ("moderate calcifying tendonitis of infraspinatus muscle"), restless legs syndrome ("restless legs syndrome") and gastrooesophageal reflux disease ("gastroesophageal reflux"). On (B)(6) 2017, the patient experienced pernicious anaemia ("biermer¿s anaemia") and angioedema (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced procedural pain ("abdominal wall pain after essure removal") and post procedural inflammation ("thickened red skin with central staple embedded"). On (B)(6) 2017, the patient experienced impaired healing ("problems with wound healing"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with skin burning sensation, urticaria, erythema, eczema and urticaria chronic, autoimmune thyroiditis (seriousness criteria hospitalization and medically significant) with generalised oedema, face oedema, eyelid oedema, asthenia and swelling face, diabetes mellitus (seriousness criterion medically significant), gastrointestinal motility disorder ("alternating diarrhoea and constipation"), periarthritis ("left scapular scapular-humeral periarthritis"), dysphonia ("voice was hoarse"), dyspnoea exertional ("respiratory discomfort on slightest effort"), tremor ("trembling in extremities"), cervicobrachial syndrome ("cervicobrachial neuralgia"), pain in extremity ("the pain radiates to the shoulder and the entire left upper limb / leg pain / pain lower limbs"), dry eye ("syndrome of dry eyes"), chapped lips ("cracked lips"), night sweats ("episodes of night sweats"), vitamin b12 deficiency ("iron and vitamin-b12 deficiencies") with angular cheilitis and mouth ulceration, iron deficiency ("iron and vitamin-b12 deficiencies"), gait disturbance ("difficulty walking"), intervertebral disc degeneration ("multiple level degenerative disc disease, predominating at l5-s1") with back pain, chronic gastritis ("moderately atrophic gastritis, especially in antrum"), paranasal sinus mucosal hypertrophy ("frank hypoplasia of left maxillary sinus"), otitis externa ("otitis externa"), pharyngitis ("throat infections"), myalgia ("muscle pain"), odynophagia ("swallowing discomfort"), pelvic haematoma ("subperitoneal hematoma in left iliac fossa"), adnexa uteri cyst ("right paratubal cyst"), pelvic adhesions ("adhesions were found in the pelvis on left side"), dysmenorrhoea (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain lasting 2 to 3 days after essure placement"), metrorrhagia ("metrorrhagia"), the second episode of fibromyalgia ("diffuse fibromyalgia pain") and tendon pain ("tendon pain in the fingers, wrists, knees and elbows") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was hospitalized on (B)(6) 2015. The patient was treated with esomeprazole, methylprednisolone and cystectomy was performed on left ovary. On (B)(6) 2017 laparoscopy was performed for hysterectomy and bilateral salpingectomy with essure removal. On (B)(6) 2015, the urinary tract infection had resolved. On (B)(6) 2015, the torticollis had resolved. At the time of the report, the allergy to metals, autoimmune thyroiditis, paraesthesia, pain in extremity and gait disturbance was resolving, the pernicious anaemia, diabetes mellitus, angioedema, gastrointestinal motility disorder, headache, pain in jaw, sleep disorder, weight decreased, periarthritis, the last episode of contusion, hot flush, weight increased, dizziness, hypoaesthesia, pain, dysphonia, dyspnoea exertional, tremor, cervicobrachial syndrome, dry eye, chapped lips, night sweats, vitamin b12 deficiency, iron deficiency, intervertebral disc degeneration, chronic gastritis, mood altered, intervertebral disc protrusion, musculoskeletal stiffness, limb discomfort, libido decreased, menorrhagia, rotator cuff syndrome, restless legs syndrome, procedural pain, impaired healing, paranasal sinus mucosal hypertrophy, otitis externa, pharyngitis, post procedural inflammation, myalgia, odynophagia, ovarian cyst ruptured, pelvic haematoma, adnexa uteri cyst, arthralgia, dysmenorrhoea, adenomyosis, uterine leiomyoma, metrorrhagia, urinary incontinence and gastrooesophageal reflux disease outcome was unknown, the genital haemorrhage and pelvic pain had resolved and the last episode of fibromyalgia, tendon pain and peroneal nerve palsy had not resolved. The reporter provided no causality assessment for angioedema, cervicobrachial syndrome, chapped lips, chronic gastritis, dizziness, dry eye, dysphonia, dyspnoea exertional, gait disturbance, gastrointestinal motility disorder, hot flush, hypoaesthesia, impaired healing, intervertebral disc degeneration, intervertebral disc protrusion, iron deficiency, libido decreased, limb discomfort, menorrhagia, mood altered, musculoskeletal stiffness, night sweats, otitis externa, pain, pain in extremity, pain in jaw, paraesthesia, paranasal sinus mucosal hypertrophy, periarthritis, pharyngitis, post procedural inflammation, procedural pain, restless legs syndrome, rotator cuff syndrome, sleep disorder, torticollis, tremor, urinary tract infection, vitamin b12 deficiency, weight decreased, weight increased, the first episode of contusion, the first episode of fibromyalgia and the second episode of contusion with essure. The reporter considered adenomyosis, adnexa uteri cyst, allergy to metals, arthralgia, autoimmune thyroiditis, diabetes mellitus, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, headache, metrorrhagia, myalgia, odynophagia, ovarian cyst ruptured, pelvic adhesions, pelvic haematoma, pelvic pain, pernicious anaemia, peroneal nerve palsy, tendon pain, urinary incontinence, uterine leiomyoma and the second episode of fibromyalgia to be related to essure. No further causality assessment were provided for the product. The reporter commented: implantation of the essure was performed on (B)(6) 2012. Uncomplicated post-operative course with genital bleeding and pelvic pain lasting 2 to 3 days. In gynaecological terms, she experienced several instances of dyspareunia in 2014 (aged 45), associated with an age-related decrease in libido, according to her doctor, which the patient refutes. On (B)(6) 2017: laparoscopic bilateral salpingo-oophorectomy in the context of menorrhagia, dysmenorrhea, adenomyosis and uterine fibroids was performed. Patient was no longer working due to being disabled since on (B)(6) 2017, as a result of fibromyalgia. The physician concluded diffuse pain possibly related to fibromyalgia. On (B)(6) 2013 (on (B)(6) 2013 reported previously), pain involved the cervical spine, knees, pelvis and shoulders, predominating on left. There is a discrepancy between dates. This clinical picture was progressing since at least 2006 with notion of herniated disk at l4-l5 and right sciatica. The patient was seen on consultation on (B)(6) 2015 in a context of angio-edema. The physician concluded to chronic spontaneous urticarial associated to anti-thyroid auto-immunity. Adhesions were found in the pelvis on left side due to medical history of sigmoidectomy. Concomitant treatment: transcutaneous electrical nerve stimulation. The patient's post-operative course was marked by a weight loss of 6 kg in the month following the procedure but also by persistent asthenia, with moderate improvements in her fibromyalgia pain and pelvic pain. Diffuse fibromyalgia pain remains, as well as tendon pain in the fingers, wrists, knees and elbows. Currently, "not everything has returned to normal but since the removal of the essure system, the pain has eased". There is no argument to support a link between these symptoms and the essure implants, since they are physiological and pathological phenomena that have been well documented in medical literature. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on an unknown date: results: positive for nickel allergy. Anti-thyroid antibody (10 /ml): on (B)(6) 2015: 891 /ml. C-reactive protein: on (B)(6) 2015: assessment: elevated; on 01-aug-2017: assessment: elevated results: 7 mg/l. Complement factor c3 (0.81 - 1.57 g/l): on (B)(6) 2015: 1.702 g/l; on (B)(6) 2016: 1.764 g/l. Neutrophil count (3 - 9.9 %): on (B)(6) 2015: 54.1 %; on (B)(6) 2016: 56.1 %. Nuclear magnetic resonance imaging: on (B)(6) 2016: found herniated disk at cervical segment c4-c5 and at c6-c7. Disk space narrowing at c5-c6.; on (B)(6) 2016: lumbar MRI found herniated disk at l2-l3, at l4-l5 and at l5-s1.. Platelet count (150000 - 400000 /mm3): on (B)(6) 2012: 402000 /mm3; on (B)(6) 2016: 412000 /mm3; on (B)(6) 2017: 447000 /mm3; on (B)(6) 2017: 641000 /mm3; on (B)(6) 2017: 846000 /mm3; on (B)(6) 2017: 541000 /mm3. Thyroxine free (0.12 - 0.22 pmol/l): on (B)(6) 2015: 15.70 pmol/l; on (B)(6) -2015: 15.70 pmol/l; on (B)(6) 2017: 13.80 pmol/l; on (B)(6) 2017: 13.80 pmol/l. Ultrasound doppler: on (B)(6) 2016: found beginning of atheromatous overload in supra-aortic and vertebral trunks areas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: information from attorney via legal department. On 21-jun-2017: laparoscopic bilateral salpingo-oophorectomy in the context of menorrhagia, dysmenorrhea, adenomyosis and uterine fibroids was performed. The patient was no longer working due to being disabled since november 1st, 2017, as a result of fibromyalgia. Past medical history: a right foot drop appeared in 2014 with no anatomical basis, for which she was prescribed crutches. This foot drop has gradually improved, but still persists with varying intensity over time. Ms. M[redacted] has not used crutches since summer 2017, but says she still limps from time to time. However, she was able to walk 6 km this morning, in paris. Her limp is not organic (conversion). Bladder leakage since 2014. Gastroesophageal reflux treated with a double-dose of proton pump inhibitor in 2016. Past gynecological history: regular menstrual cycles, menses lasting three days, up to her second pregnancy in 2000 (aged 40), with pelvic pain on the first day of her cycle when on combined contraception with minidril. Subsequent onset of painful metrorrhagia and vaginal dryness from late 2011 (aged 42). Normal pap test in 2015. The patient's post-operative course was marked by a weight loss of 6 kg in the month following the procedure but also by persistent asthenia, with moderate improvements in her fibromyalgia pain and pelvic pain. Diffuse fibromyalgia pain remains, as well as tendon pain in the fingers, wrists, knees and elbows. Her asthenia persists but she began physiotherapy in february 2019. The patient sometimes reports a slight residual right foot drop. Currently, not everything has returned to normal but since the removal of the essure system, the pain has eased. Conclusion from the expert: the patient thinks that these issues are directly linked to the essure implants. There is no argument to support a link between these symptoms and the essure implants, since they are physiological and pathological phenomena. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergy to nickel'), menorrhagia ('very abundant menstrual periods for 8 days every 3 to 6 weeks'), dysmenorrhoea ('dysmenorrhea'), genital haemorrhage ('genital bleeding lasting 2 to 3 days after essure placement'), autoimmune thyroiditis ('hashimoto thyroiditis'), diabetes mellitus ('increase in her diabetes/ worsening diabetes'), angioedema ('histamine-mediated angioedema'), urinary tract infection ('4 urinary tract infections') and ovarian cyst ruptured ('spontaneous rupture of ovarian cyst') in a 47-year-old female patient who had essure (batch no. 829060) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included quincke's oedema (after eating hazelnuts) in 2008, diverticulitis (recurrent bouts ) in 2008, diverticulum (surgery) in 2008, lumbar disc herniation (l4-l5) in 2006, vaginal delivery in 2000, pregnancy (full-term) in 1989, parity 2, dermatitis due to metals (contact eczema with button of jeans and with costume jewellery, among others with earrings), asthma, r sciatica, drug intolerance (bad tolerance to ramipril, irbesartan, losartan), nasal septum deviation (in childhood), sigmoidectomy (treated with transcutaneous electrical nerve stimulation), latex allergy, non-tobacco user, gestational hypertension, type 2 diabetes mellitus (treated with metformin since 2011) and iud expelled (poorly tolerated and expelled, two attempts). Previously administered products included for an unreported indication: ciflox, cerazette, progestin implant (implanon® (etonogestrel)) for five years, well tolerated with no menses for 3 to 6 months. The third one implanted in 2010 was removed on (B)(6) 2012 due to constant spotting., minidril ( ethinylestradiol, levonorgestrel) for 20 years and implanon. Past adverse reactions to the above products included drug intolerance with implanon; face oedema with ciflox; and vaginal haemorrhage with progestin implant (implanon® (etonogestrel)) for five years and well tolerated with no menses for 3 to 6 months. The third one implanted in 2010 was removed on (B)(6) 2012 due to constant spotting.. Concurrent conditions included colitis (laxative-associated ) since 2016, type 1 diabetes mellitus since 2011, allergic reaction to antibiotics, hypertension arterial, overweight (maximal weight at 99 kg), rhinitis, urticaria, eczema and conjunctivitis ( treated with diprosone cream, aerius® in season). Family history included brain tumour (brother died from a brain tumour aged 14 years) and testicular cancer (in father). Concomitant products included cortisone for fibromyalgia, metformin for type 1 diabetes mellitus as well as codeine phosphate;paracetamol (dafalgan codein), fluticasone propionate;salmeterol xinafoate (seretide), hydrochlorothiazide (esidrex), hydrocortisone since (B)(6) 2015 and other antihistamines for systemic use. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced contusion ("contusion of left knee"). In (B)(6) 2013, the patient experienced headache ("feeling of headache but no migraine / pain in left occipital region"), pain in jaw ("jaw pain") and sleep disorder ("sleep disturbance") and was found to have weight decreased ("weight loss of 10 kg"). On (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia, diffuse fibromyalgia pain") with spinal pain, bone pain, arthralgia and fatigue and arthralgia ("abarticular rheumatism"), 1 year 1 month after insertion of essure. In (B)(6) 2014, the patient experienced bruising of leg ("few bruises on legs"). In 2014, the patient experienced peroneal nerve palsy ("right foot drop") and urinary incontinence ("bladder leakage"). In (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced hot flush ("hot flushes") and dizziness ("dizzy spells"). In 2015, the patient experienced mood altered ("mood disturbance"). On (B)(6) 2015, the patient experienced torticollis ("wry neck/ stiff neck"). On (B)(6) 2015, the patient experienced hypoaesthesia ("loss of sensitivity/ hypo-aesthesia of the thumb"), paraesthesia ("paraesthesia / tingling in the left arm") and pain ("lancinating pain"). On (B)(6) 2016, the patient experienced intervertebral disc protrusion ("disc herniation (cervical segment c4-c5 and at c6-c7 and l2-l3, at l4-l5 and at l5-s1)"), musculoskeletal stiffness ("kink in neck") and limb discomfort ("heaviness in legs"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), libido decreased ("reduction in libido"), rotator cuff syndrome ("moderate calcifying tendonitis of infraspinatus muscle"), restless legs syndrome ("restless legs syndrome") and gastrooesophageal reflux disease ("gastroesophageal reflux"). On (B)(6) 2017, the patient experienced pernicious anaemia ("biermer¿s anaemia") and angioedema (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced the first episode of procedural pain ("abdominal wall pain after essure removal") and post procedural inflammation ("thickened red skin with central staple embedded"). In (B)(6) 2017, the patient experienced impaired healing ("problems with wound healing"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with skin burning sensation, urticaria chronic, urticaria, erythema and eczema, dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criteria hospitalization and medically significant) with generalised oedema, swelling face, face oedema, eyelid oedema and asthenia, gastrointestinal motility disorder ("alternating diarrhoea and constipation"), the second episode of procedural pain ("pelvic pain lasting 2 to 3 days after essure placement"), diabetes mellitus (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), periarthritis ("left scapular scapular-humeral periarthritis"), dysphonia ("voice was hoarse"), dyspnoea exertional ("respiratory discomfort on slightest effort"), tremor ("trembling in extremities"), cervicobrachial syndrome ("cervicobrachial neuralgia"), pain in extremity ("the pain radiates to the shoulder and the entire left upper limb / leg pain / pain lower limbs"), dry eye ("syndrome of dry eyes"), chapped lips ("cracked lips"), night sweats ("episodes of night sweats"), vitamin b12 deficiency ("vitamin-b12 deficiencies") with angular cheilitis and mouth ulceration, iron deficiency ("iron deficiencies"), gait disturbance ("difficulty walking"), intervertebral disc degeneration ("multiple level degenerative disc disease, predominating at l5-s1") with back pain, chronic gastritis ("moderately atrophic gastritis, especially in antrum"), paranasal sinus mucosal hypertrophy ("frank hypoplasia of left maxillary sinus"), otitis externa ("otitis externa"), pharyngitis ("throat infections"), myalgia ("muscle pain"), odynophagia ("swallowing discomfort"), pelvic haematoma ("subperitoneal hematoma in left iliac fossa"), adnexa uteri cyst ("right paratubal cyst"), pelvic adhesions ("adhesions were found in the pelvis on left side"), adenomyosis ("adenomyosis"), tendon pain ("tendon pain in the fingers, wrists, knees and elbows"), hypersomnia ("hypersomnia day and night with clinophilia") and abulia ("abulia") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was hospitalized on (B)(6) 2015. The patient was treated with esomeprazole, methylprednisolone and surgery (cystectomy was performed on left ovary. And laparoscopic hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2015, the urinary tract infection had resolved. In (B)(6) 2015, the torticollis had resolved. At the time of the report, the allergy to metals, autoimmune thyroiditis, paraesthesia, pain in extremity and gait disturbance was resolving, the menorrhagia, dysmenorrhoea, gastrointestinal motility disorder, pernicious anaemia, diabetes mellitus, angioedema, contusion, metrorrhagia, headache, pain in jaw, sleep disorder, weight decreased, periarthritis, bruising of leg, hot flush, weight increased, dizziness, hypoaesthesia, pain, dysphonia, dyspnoea exertional, tremor, cervicobrachial syndrome, dry eye, chapped lips, night sweats, vitamin b12 deficiency, iron deficiency, intervertebral disc degeneration, chronic gastritis, mood altered, intervertebral disc protrusion, musculoskeletal stiffness, limb discomfort, libido decreased, rotator cuff syndrome, restless legs syndrome, impaired healing, paranasal sinus mucosal hypertrophy, otitis externa, pharyngitis, post procedural inflammation, myalgia, odynophagia, ovarian cyst ruptured, pelvic haematoma, adnexa uteri cyst, arthralgia, adenomyosis, uterine leiomyoma, urinary incontinence, gastrooesophageal reflux disease, hypersomnia and abulia outcome was unknown, the genital haemorrhage and the last episode of procedural pain had resolved and the fibromyalgia, tendon pain and peroneal nerve palsy had not resolved. The reporter provided no causality assessment for angioedema, cervicobrachial syndrome, chapped lips, chronic gastritis, contusion, dizziness, dry eye, dysphonia, dyspnoea exertional, fibromyalgia, gait disturbance, gastrointestinal motility disorder, hot flush, hypoaesthesia, impaired healing, intervertebral disc degeneration, intervertebral disc protrusion, iron deficiency, libido decreased, limb discomfort, menorrhagia, mood altered, musculoskeletal stiffness, night sweats, otitis externa, pain, pain in extremity, pain in jaw, paraesthesia, paranasal sinus mucosal hypertrophy, periarthritis, pharyngitis, post procedural inflammation, restless legs syndrome, rotator cuff syndrome, sleep disorder, torticollis, tremor, urinary tract infection, vitamin b12 deficiency, weight decreased, weight increased, the first episode of procedural pain and bruising of leg with essure. The reporter considered abulia, adenomyosis, adnexa uteri cyst, allergy to metals, arthralgia, autoimmune thyroiditis, diabetes mellitus, dysmenorrhoea, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersomnia, metrorrhagia, myalgia, odynophagia, ovarian cyst ruptured, pelvic adhesions, pelvic haematoma, pernicious anaemia, peroneal nerve palsy, tendon pain, urinary incontinence, uterine leiomyoma and the second episode of procedural pain to be related to essure. The reporter commented: uncomplicated post-operative course after essure insertion, she had several instances of dyspareunia in 2014 (aged 45), with an age-related decrease in libido according to doctor, which patient refutes. On (B)(6) 2013, pain involved the cervical spine, knees, pelvis and shoulders, predominating on left. Discrepancy between dates. Clinical picture progressing since at least 2006 with notion of herniated disk at l4-l5 and right sciatica. Consultation on (B)(6) 2015 in context of angio-edema. Physician concluded chronic spontaneous urticarial associated to anti-thyroid auto-immunity. Adhesions found in pelvis on left side due to medical history of sigmoidectomy. Hysterectomy with essure removal in 2017 in context of menorrhagia, dysmenorrhea, adenomyosis and uterine fibroids. She was disabled since (B)(6) 2017, due to fibromyalgia. Physician: diffuse pain possibly related to fibromyalgia. Diffuse fibromyalgia pain, tendon pain in fingers, wrists, knees and elbows remain "but since essure removal, pain has eased". No argument to support a link between these symptoms and essure implants, since these physiological and pathological phenomena have been well documented in medical literature. Experts: gynecological symptoms in patient until hysterectomy due to hormones changes during pre-menopause. Mechanical rheumatologic pain present since 1997, fibromyalgia since 2006. Fibromyalgia not related to essure, it is still persistent. Chronic urticaria related to anti-thyroid immunity: no causal relationship with essure. Causal relationship between essure and nickel allergy and chronic urticaria is not established, chronic urticaria ongoing, currently treated. Conclusion: no feature can establish a causal relationship between these symptoms and essure, they are physiological and pathological events well documented in medical literature. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. Anti-thyroid antibody (10 /ml) - on (B)(6) 2015: 891 /ml. Blood iron (9 - 30.40 mcmol/l) - on (B)(6) 2015: 20.30 mcmol/l. Blood thyroid stimulating hormone (0.350 - 4.940 miu/ml) - on (B)(6) 2015: 0.760 miu/ml. C-reactive protein - on (B)(6) 2015: assessment: elevated; on (B)(6) 2017: assessment: elevated results: 7 mg/l. Complement factor c3 (0.81 - 1.57 g/l) - on (B)(6) 2015: 1.702 g/l; on (B)(6) 2016: 1.764 g/l. Haemoglobin (12 - 16 g/dl) - on (B)(6) 2015: 12.7 g/dl. Neutrophil count (3 - 9.9 %) - on (B)(6) 2015: 54.1 %; on (B)(6) 2016: 56.1 %. Nuclear magnetic resonance imaging - on (B)(6) 2016: found herniated disc at cervical segment c4-c5 and at c6-c7. Disk space narrowing at c5-c6; on 29-nov-2016: lumbar MRI found herniated disk at l2-l3, at l4-l5 and at l5-s1. Platelet count (150000 - 400000 /mm3) - on (B)(6) 2012: 402000 /mm3; on (B)(6) 2016: 412000 /mm3; on (B)(6) 2017: 447000 /mm3; on (B)(6) 2017: 641000 /mm3; on (B)(6) 2017: 846000 /mm3; on (B)(6) 2017: 541000 /mm3. Thyroxine free (0.12 - 0.22 pmol/l) - on (B)(6) 2015: 15.70 pmol/l; on (B)(6) 2015: 15.70 pmol/l; on (B)(6) 2017: 13.80 pmol/l; on (B)(6) 2017: 13.80 pmol/l. Ultrasound scan - in 2013: essure confirmation test 3 months after insertion; on (B)(6) 2016: found beginning of atheromatous overload in supra-aortic and vertebral trunks areas. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2019: lawyer provided more information: essure confirmation test 3 months after insertion was done by ultrasound (in 2013). New events: hypersomnia day and night with clinophilia, abulia. Experts report added to causality comment: gynecological symptoms experienced by patient until hysterectomy are included in physiological phase of pre-menopause. Asthenia, clinophilia, hypersomnia, aboulia and decreased in libido correspond to mood swings caused by physiological hormones changes during pre-menopause. Mechanical rheumatologic pain are present since 1997 (cervical pain and lumbar pain) and fibromyalgia since 2006. Fibromyalgia is not related to the essure insert and was not caused by essure insert; fibromyalgia is still persistent. Chronic urticaria associated to anti-thyroid immunity has no causal relationship with essure. Certain and direct causal relationship between essure and nickel allergy and between essure and chronic urticaria is not established. The patient was still experiencing chronic urticaria, currently treated. Conclusion: no feature can establish a causal relationship between these symptoms and essure, they are physiological and pathological events well documented in medical literature. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("diffuse pain") and autoimmune thyroiditis ("autoimmune thyroiditis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rubber sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), the first episode of pain in extremity ("pain in lower limbs"), paranasal sinus mucosal hypertrophy ("hypoplasia of the left maxillary sinus"), face oedema ("face edema"), bone pain ("diffuse bone pain"), diarrhoea ("diarrhea"), paraesthesia ("tingling in the left arm"), the second episode of pain in extremity ("pain in the left arm"), gait disturbance ("difficulty in walking") and allergy to metals ("allergy with nickel"). The patient was treated with surgery (hysterectomy with salpingectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune thyroiditis, paranasal sinus mucosal hypertrophy, face oedema, bone pain, diarrhoea, paraesthesia, the last episode of pain in extremity, gait disturbance and allergy to metals was resolving. The reporter provided no causality assessment for allergy to metals, autoimmune thyroiditis, bone pain, diarrhoea, face oedema, gait disturbance, paraesthesia, paranasal sinus mucosal hypertrophy, pelvic pain, the first episode of pain in extremity and the second episode of pain in extremity with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 10.583 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case will be deleted from bayer pv database: nullification reason: case is duplicate of case (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), autoimmune thyroiditis ("hashimoto thyroiditis"), diabetes mellitus ("increase in her diabetes"), angioedema ("histamine-mediated angioedema"), urinary tract infection ("4 urinary tract infections") and ovarian cyst ruptured ("spontaneous rupture of ovarian cyst") in a 47-year-old female patient who had essure (batch no. 829060) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, lumbar disc herniation in 2006, contact eczema, asthma, r sciatica, drug intolerance nos, quincke's oedema in 2008, diverticulitis in 2008, operation nos in 2008, hypertension arterial, nasal septum deviation and sigmoidectomy. Previously administered products included for an unreported indication: ciflox in 2008, implanon and cerazette. Past adverse reactions to the above products included drug intolerance with implanon; and face oedema with ciflox. Concurrent conditions included latex allergy, allergic reaction to antibiotics, hypertension, type 1 diabetes mellitus since 2011 and overweight. Concomitant products included metformin for diabetes, cortisone for fibromyalgia as well as desloratadine (aerius), hydrochlorothiazide (esidrex), hydrocortisone since (B)(6) 2015, panadeine co (dafalgan codein) and seretide. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of contusion ("contusion of left knee"). In (B)(6) 2013, the patient experienced headache ("feeling of headache but no migraine / pain in left occipital region"), pain in jaw ("jaw pain"), sleep disorder ("sleep disturbance") and weight decreased ("weight loss of 10 kg"). On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced fibromyalgia ("fibromyalgia") with spinal pain, bone pain, arthralgia and fatigue and rheumatic disorder ("abarticular rheumatism"). In (B)(6) 2014, the patient experienced the second episode of contusion ("few bruises on legs"). In (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced hot flush ("hot flushes") and dizziness ("dizzy spells"). In 2015, the patient experienced mood altered ("mood disturbance"). On (B)(6) 2015, the patient experienced torticollis ("wry neck/ stiff neck"). On (B)(6) 2015, the patient experienced hypoaesthesia ("loss of sensitivity/ hypo-aesthesia of the thumb"), paraesthesia ("paraesthesia / tingling in the left arm") and pain ("lancinating pain"). On (B)(6) 2016, the patient experienced intervertebral disc protrusion ("disc herniation (cervical segment c4-c5 and at c6-c7 and l2-l3, at l4-l5 and at l5-s1)"), musculoskeletal stiffness ("kink in neck") and limb discomfort ("heaviness in legs"). In 2016, the patient experienced libido decreased ("reduction in libido"), menorrhagia ("very abundant menstrual periods for 8 days every 3 to 6 weeks"), rotator cuff syndrome ("moderate calcifying tendonitis of infraspinatus muscle") and restless legs syndrome ("restless legs syndrome"). On (B)(6) 2017, the patient experienced pernicious anaemia ("biermer¿s anaemia") and angioedema (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced procedural pain ("abdominal wall pain after essure removal") and post procedural inflammation ("thickened red skin with central staple embedded"). In (B)(6) 2017, the patient experienced impaired healing ("problems with wound healing"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with burning sensation, urticaria, erythema, eczema and urticaria chronic, autoimmune thyroiditis (seriousness criteria hospitalization and medically significant) with generalised oedema, face oedema, eyelid oedema, asthenia and swelling face, diabetes mellitus (seriousness criterion medically significant), gastrointestinal motility disorder ("alternating diarrhoea and constipation"), periarthritis ("left scapular scapular-humeral periarthritis"), dysphonia ("voice was hoarse"), dyspnoea exertional ("respiratory discomfort on slightest effort"), tremor ("trembling in extremities"), cervicobrachial syndrome ("cervicobrachial neuralgia"), pain in extremity ("the pain radiates to the shoulder and the entire left upper limb / leg pain / pain lower limbs"), dry eye ("syndrome of dry eyes"), chapped lips ("cracked lips"), night sweats ("episodes of night sweats"), vitamin b12 deficiency ("iron and vitamin-b12 deficiencies") with angular cheilitis and mouth ulceration, iron deficiency ("iron and vitamin-b12 deficiencies"), gait disturbance ("difficulty walking"), intervertebral disc degeneration ("multiple level degenerative disc disease, predominating at l5-s1") with back pain, chronic gastritis ("moderately atrophic gastritis, especially in antrum"), paranasal sinus mucosal hypertrophy ("frank hypoplasia of left maxillary sinus"), otitis externa ("otitis externa"), pharyngitis ("throat infections"), myalgia ("muscle pain"), odynophagia ("swallowing discomfort"), pelvic haematoma ("subperitoneal hematoma in left iliac fossa"), adnexa uteri cyst ("right paratubal cyst") and pelvic adhesions ("adhesions were found in the pelvis on left side"). The patient was hospitalized on (B)(6) 2015. The patient was treated with methylprednisolone (medrol), esomeprazole magnesium (inexium), surgery (on (B)(6) 2017 laparoscopy was performed for hysterectomy and bilateral salpingectomy.) And surgery (cystectomy was performed on left ovary.). Essure was removed on (B)(6) 2017. In (B)(6) 2015, the urinary tract infection had resolved. In (B)(6) 2015, the torticollis had resolved. At the time of the report, the allergy to metals, autoimmune thyroiditis, paraesthesia, pain in extremity and gait disturbance was resolving and the pernicious anaemia, diabetes mellitus, angioedema, gastrointestinal motility disorder, fibromyalgia, headache, pain in jaw, sleep disorder, weight decreased, periarthritis, the last episode of contusion, hot flush, weight increased, dizziness, hypoaesthesia, pain, dysphonia, dyspnoea exertional, tremor, cervicobrachial syndrome, dry eye, chapped lips, night sweats, vitamin b12 deficiency, iron deficiency, intervertebral disc degeneration, chronic gastritis, mood altered, intervertebral disc protrusion, musculoskeletal stiffness, limb discomfort, libido decreased, menorrhagia, rotator cuff syndrome, restless legs syndrome, procedural pain, impaired healing, paranasal sinus mucosal hypertrophy, otitis externa, pharyngitis, post procedural inflammation, myalgia, odynophagia, ovarian cyst ruptured, pelvic haematoma, adnexa uteri cyst and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for angioedema, cervicobrachial syndrome, chapped lips, chronic gastritis, dizziness, dry eye, dysphonia, dyspnoea exertional, fibromyalgia, gait disturbance, gastrointestinal motility disorder, hot flush, hypoaesthesia, impaired healing, intervertebral disc degeneration, intervertebral disc protrusion, iron deficiency, libido decreased, limb discomfort, menorrhagia, mood altered, musculoskeletal stiffness, night sweats, otitis externa, pain, pain in extremity, pain in jaw, paraesthesia, paranasal sinus mucosal hypertrophy, periarthritis, pharyngitis, post procedural inflammation, procedural pain, restless legs syndrome, rotator cuff syndrome, sleep disorder, torticollis, tremor, urinary tract infection, vitamin b12 deficiency, weight decreased, weight increased, the first episode of contusion and the second episode of contusion with essure. The reporter considered adnexa uteri cyst, allergy to metals, autoimmune thyroiditis, diabetes mellitus, headache, myalgia, odynophagia, ovarian cyst ruptured, pelvic adhesions, pelvic haematoma, pernicious anaemia and rheumatic disorder to be related to essure. The reporter commented: the physician concluded diffuse pain possibly related to fibromyalgia. On (B)(6) 2013 ((B)(6) 2013 reported previously), pain involved the cervical spine, knees, pelvis and shoulders, predominating on left. There is a discrepancy between dates. This clinical picture was progressing since at least 2006 with notion of herniated disk at l4-l5 and right sciatica. The patient was seen on consultation on (B)(6) 2015 in a context of angio-edema. The physician concluded to chronic spontaneous urticarial associated to anti-thyroid auto-immunity. Adhesions were found in the pelvis on left side due to medical history of sigmoidectomy. Concomitant treatment: transcutaneous electrical nerve stimulation diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy cervical doppler ultrasound performed on (B)(6) 2016 found beginning of atheromatous overload in supra-aortic and vertebral trunks areas. On (B)(6) 2016, cervical MRI found herniated disk at cervical segment c4-c5 and at c6-c7. Disk space narrowing at c5-c6. On (B)(6) 2016, lumbar MRI found herniated disk at l2-l3, at l4-l5 and at l5-s1. Pathological anatomy examination of left ovarian cyst found aspect of functional cyst. Absence of sign of malignancy. Pathological anatomy examination concluded to right paratubal cyst, discrete fibrous changes, proliferative endometrium with no lesion of hyperplasia. Absence of sign of malignancy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 408 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 829060 (manufacturing date: feb-2011 and expiration date: feb-2014). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-apr-2018: lab tests, relevant patient's history and concomitant drugs added; new events were added: muscle pain, swallowing discomfort, spontaneous rupture of ovarian cyst, subperitoneal hematoma in left iliac fossa, right paratubal cyst, adhesions were found in the pelvis on left side and abarticular rheumatism incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), autoimmune thyroiditis ("hashimoto thyroiditis"), diabetes mellitus ("increase in her diabetes"), angioedema ("histamine-mediated angioedema") and urinary tract infection ("4 urinary tract infections") in a 47-year-old female patient who had essure (batch no. 829060) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, lumbar disc herniation in 2006 and contact eczema. Previously administered products included for an unreported indication: cerazette and implanon. Past adverse reactions to the above products included drug intolerance with implanon. Concurrent conditions included latex allergy, allergic reaction to antibiotics, hypertension and type 1 diabetes mellitus since 2011. Concomitant products included metformin for diabetes and cortisone for fibromyalgia. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of contusion ("contusion of left knee"). In (B)(6) 2013, the patient experienced headache ("feeling of headache but no migraine / pain in left occipital region"), pain in jaw ("jaw pain"), sleep disorder ("sleep disturbance") and weight decreased ("weight loss of 10 kg"). On (B)(6) 2013, 1 year 1 month after insertion of essure, the patient experienced fibromyalgia ("fibromyalgia") with spinal pain, bone pain, arthralgia and fatigue. In (B)(6) 2014, the patient experienced the second episode of contusion ("few bruises on legs"). In (B)(6) 2014, the patient experienced urinary tract infection (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced hot flush ("hot flushes") and dizziness ("dizzy spells"). In 2015, the patient experienced mood altered ("mood disturbance"). On (B)(6) 2015, the patient experienced hypoaesthesia ("loss of sensitivity/ hypo-aesthesia of the thumb"), paraesthesia ("paraesthesia / tingling in the left arm") and pain ("lancinating pain"). On (B)(6) 2016, the patient experienced intervertebral disc protrusion ("disc herniation"), musculoskeletal stiffness ("kink in neck") and limb discomfort ("heaviness in legs"). In 2016, the patient experienced libido decreased ("reduction in libido"), menorrhagia ("very abundant menstrual periods for 8 days every 3 to 6 weeks"), rotator cuff syndrome ("moderate calcifying tendonitis of infraspinatus muscle") and restless legs syndrome ("restless legs syndrome"). On (B)(6) 2017, the patient experienced pernicious anaemia ("biermer's anaemia") and angioedema (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced procedural pain ("abdominal wall pain after essure removal") and post procedural inflammation ("thickened red skin with central staple embedded"). In (B)(6) 2017, the patient experienced impaired healing ("problems with wound healing"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with burning sensation, urticaria, erythema, eczema and urticaria chronic, autoimmune thyroiditis (seriousness criteria hospitalization and medically significant) with generalised oedema, face oedema, eyelid oedema, asthenia and swelling face, diabetes mellitus (seriousness criterion medically significant), gastrointestinal motility disorder ("alternating diarrhoea and constipation"), periarthritis ("left scapular scapular-humeral periarthritis"), dysphonia ("voice was hoarse"), dyspnoea ("respiratory discomfort on slightest effort"), tremor ("trembling in extremities"), torticollis ("wry neck"), neuralgia ("cervicobrachial neuralgia"), pain in extremity ("the pain radiates to the shoulder and the entire left upper limb / leg pain / pain lower limbs"), dry eye ("syndrome of dry eyes"), chapped lips ("cracked lips"), night sweats ("episodes of night sweats"), vitamin b12 deficiency ("iron and vitamin-b12 deficiencies") with angular cheilitis and mouth ulceration, iron deficiency ("iron and vitamin-b12 deficiencies"), gait disturbance ("difficulty walking"), intervertebral disc degeneration ("multiple level degenerative disc disease, predominating at l5-s1") with back pain, chronic gastritis ("moderately atrophic gastritis, especially in antrum"), paranasal sinus mucosal hypertrophy ("frank hypoplasia of left maxillary sinus"), otitis externa ("otitis externa") and pharyngitis ("throat infections"). The patient was hospitalized on (B)(6) 2015. The patient was treated with methylprednisolone (medrol) and surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2017. In (B)(6) 2015, the urinary tract infection had resolved. At the time of the report, the allergy to metals, autoimmune thyroiditis, paraesthesia, pain in extremity and gait disturbance was resolving and the pernicious anaemia, diabetes mellitus, angioedema, gastrointestinal motility disorder, fibromyalgia, headache, pain in jaw, sleep disorder, weight decreased, periarthritis, the last episode of contusion, hot flush, weight increased, dizziness, hypoaesthesia, pain, dysphonia, dyspnoea, tremor, torticollis, neuralgia, dry eye, chapped lips, night sweats, vitamin b12 deficiency, iron deficiency, intervertebral disc degeneration, chronic gastritis, mood altered, intervertebral disc protrusion, musculoskeletal stiffness, limb discomfort, libido decreased, menorrhagia, rotator cuff syndrome, restless legs syndrome, procedural pain, impaired healing, paranasal sinus mucosal hypertrophy, otitis externa, pharyngitis and post procedural inflammation outcome was unknown. The reporter provided no causality assessment for angioedema, chapped lips, chronic gastritis, dizziness, dry eye, dysphonia, dyspnoea, fibromyalgia, gait disturbance, gastrointestinal motility disorder, hot flush, hypoaesthesia, impaired healing, intervertebral disc degeneration, intervertebral disc protrusion, iron deficiency, libido decreased, limb discomfort, menorrhagia, mood altered, musculoskeletal stiffness, neuralgia, night sweats, otitis externa, pain, pain in extremity, pain in jaw, paraesthesia, paranasal sinus mucosal hypertrophy, periarthritis, pharyngitis, post procedural inflammation, procedural pain, restless legs syndrome, rotator cuff syndrome, sleep disorder, torticollis, tremor, urinary tract infection, vitamin b12 deficiency, weight decreased, weight increased, the first episode of contusion and the second episode of contusion with essure. The reporter considered allergy to metals, autoimmune thyroiditis, diabetes mellitus, headache and pernicious anaemia to be related to essure. No further causality assessment were provided for the product. The reporter commented: the physician concluded diffuse pain possibly related to fibromyalgia diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel allergy. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24_apr_2018 for the following meddra preferred term: 1.allergy to metals: the analysis in the global safety database revealed 408 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 829060 (manufacturing date: feb-2011 and expiration date: feb-2014). Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-apr-2018: information from duplicated (2018-067293) and further information added. Essure insertion and removal dates added. Nickel allergy was confirmed and she underwent a hysterectomy/salpingectomy. Diffuse pain was amended to diffuse bone pain, possibly related to fibromyalgia. She was hospitalized due to thyroiditis. Sinus disorder, paraesthesia and gait disturbance were added from duplicate. New events: urinary tract infection, gastrointestinal motility disorder, fibromyalgia, headache, pain in jaw, sleep disorder, weight decreased and increased, periarthritis, contusion, hot flush, dizziness, hypoaesthesia, dysphonia, dyspnoea, tremor, torticollis, neuralgia, dry eye, chapped lips, night sweats, iron deficiency, intervertebral disc degeneration, chronic gastritis, mood altered, intervertebral disc protrusion, musculoskeletal stiffness, limb discomfort, libido decreased, menorrhagia, rotator cuff syndrome, restless legs syndrome, procedural pain, impaired healing and symptoms. On 19-apr-2017: information from duplicate case transferred (processed with fup from 18-mar-2018) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.